Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to high threshold measurements of 4.0 v @ 2.0 ms. No adverse patient effects were reported.